Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the customer(customer medwatch #490118-2001-30),that the zr45 cartridge only fired one side of staples. It required intervention to prevent permanent impairment/damage.